Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 5.1 and 6.6 mmol/l. Tests were done within 20 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.